Event description:
This is report 1 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by pain in her stomach. On the same day, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital and was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents for potentially associated lot numbers h13a15076 and h13b23029 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Also, an exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient was not reported. Should additional relevant information become available, a follow-up report will be submitted.